Event description:
This pt experienced an instent restenosis (isr) approx six mos after having a 3.0 x 18mm cypher stent placed in their left main artery (lma). This was treated with re-intervention (ptca). This pt was admitted to the hosp with a chief complaint of unstable angina. The pt was currently taking aspirin, warfarin, cilostazol, isosorbide, and nicorandil. The pt was taken electively to the cardiac cath lab, where angiography revealed an 80% de novo, eccentric, ostial, bifurcated, b2-type lesion with little calcification and no thrombus present, in the left main artery (lma). A bolus of 8,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lma lesion was predilated with a 3.0 z 14mm balloon inflated to 15 atms.